Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false negative result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharyngeal kitted swab. The nasopharyngeal swab was used to swab both nostrils; the customer stated there was blood on the swab. Repeat testing was performed on a new sample and generated negative results. Confirmation testing on the same day on nasopharyngeal swabs with the bio fire platform generated positive results. The customer stated the patient was not symptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was a delay or impact in the patient's treatment. Per the customer, the patient's emergency room discharge was delayed.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.